Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 550 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer also mentioned that she was hospitalized because she didn't know how to use the insulin pump very well. The customer stated that she has been taken off of insulin pump therapy until further training has been given to her.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.